Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated following exposure to radiation therapy to treat cancer.